Manufacturer narrative:
Software logs were analyzed. It was found that per case description, the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733467, software version: (B)(4). No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the points were not collecting right away while tracing on the patient and then when the registration recalculated, the points were showing on the side of the head. The exam was not to protocol and the stingray tracker wasn't showing in the software. The patient tracker was reseated and then the stingray showed in the system. The site was then able to move forward with the procedure without issue. There was no surgical delay and no impact on patient outcome.